Manufacturer narrative:
The reported complaint of over-infusion of bumex (bumetanide) was not confirmed in the event log or replicated during testing. During physical inspection there were no issues that would contribute to the customer's reported over infusion. The rear case was observed to be a non bd part and was noted to be dented on the lower left corner, on the top rear right side. No errors or malfunctions were recorded in the lvp event log on the day of the complaint. Functional testing identified the device to be within specification. The administration set was not returned for investigation. The root cause of the customer¿s complaint of over-infusion of bumex (bumetanide) was not determined.

Event description:
It was reported that a peripheral infusion of 48ml of bumex (12mg/48ml) was programed and started at 1740 to a male adult patient at a rate of 0.25mg/hr (1ml/hr). After approximately 59 minutes the patient notified the rn that the bag was empty however the pump indicated that 0.38ml infused. The rn noticed that the IV tubing had been disconnected above the IV set drip chamber, however she did not find any indication of spilled liquid/medication near the patient¿s bed or on the floor. The tubing and devices were disconnected and removed from the patient's room. The patient's vital signs were stable however the patient was placed on telemetry and continuous pulse oximetry.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that a peripheral infusion of 48ml of bumex (12mg/48ml) was programed and started at 1740 to a male adult patient at a rate of 0.25mg/hr (1ml/hr). After approximately 59 minutes the patient notified the rn that the bag was empty however the pump indicated that 0.38ml infused. The rn noticed that the IV tubing had been disconnected above the above the pump however she did not find any indication that the infusion leaked. The tubing and devices were disconnected and removed from the patient's room. The patient's vital signs were stable however the patient was placed on telemetry and continuous pulse oximetry.